Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, it was reported that okay and enter keypad buttons were unresponsive. There is no additional information available about this complaint. The complaint is being reported because of the issue with the responsiveness of the buttons could not be resolved.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.